Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type:extension. Product ID: 3487a-56, lot# v062324, implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The patient reported that they had to discontinue the use of their stimulator after colliding with a family member skiing. The stimulator began to be unbearable. The clinical programmer was unable to read the device. The patient had not charged the battery since (B)(6) 2015. The device was not being used at the time of the report and the patient had been instructed to charge the battery so that it could be read. There were no surgical interventions planned. Other relevant medical history includes other chronic intract pain (trunk/limbs). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.